Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the following examples. (B)(6) 2024 at 02:45 pm. Sensor glucose (sg) 273 mg/dl and blood glucose (bg) 92 mg/dl. (B)(6) 2024 at 12:00 pm. Sg 120 mg/dl. Bg 302 mg/dl. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.